Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when powered on, a 840 ventilator generated a constant alarm. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and updated the backlight inverters. The se performed extended self-testing on the device and all tests passed.